Manufacturer narrative:
The device was received for evaluation. During functional upstream occlusion testing, the pump did not alarm for upstream occlusion. The ultrasonic sensor readings were found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed upstream occlusion. No additional information is available.